Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Following implantation of the dcb00 model intraocular lens (iol), the surgeon observed an fiber, artifact, or something on the lens. The suspect iol is not available for return as it remains implanted in the patient's eye. No further information is available.

Manufacturer narrative:
Photo device evaluation: no suspect product was received; however, a photo and video were provided by the customer. The video shows the step of irrigation aspiration post lens insertion in capsular bag for an eye implanted with an intraocular lens claimed to be a tecnis monofocal iol preloaded in the simplicity delivery system (model dcb00). From the beginning of the video, a 0.5 to 0.8 mm particle was observed apparently located on the lens surface mid periphery at 5:00 (in relation to the picture). Despite the attempts to remove it from the lens surface, it remained on the iol surface by the end of the video. The actual root cause and clinical impact of the observed issue cannot be determined from a video assessment. Complaint issue "dc-foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.